Event description:
It was reported that the scissors are hooking in the trocars. One of the scissor inserts returned has a part which has fell in the patient's body... The fragment has been recovered. It was reported that there was no impact to patient.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and product evaluation is currently underway. No testing methods performed no medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).